Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Instrument was identified to have incorrect sample input camera gain values after execution of technical service bulletin (tsb) 640-138 [001], alinity m sw v1.6.3 reliability enhancements q2 2021. Specification not met: per (B)(4), if an unapproved configuration is identified during servicing, and approved labeling instructions are not available, updates to the system configuration cannot be made. Ensure the system is not returned to the customer. On november 6, 2021, a decision was made to issue a revised customer letter (urgent field safety notice / field correction recall) to notify customers that an abbott fse previously completed an assessment of camera settings on their alinity m system and made corrections where required. Customer was provided a communication (fa-am-jul2021-257a and/or fa-amjul2021-257b) at the time their alinity m system was assessed to determine actions required in their laboratory. Recommendation is that this revised action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-jul2021-257: 3005248192-2021-00405, 3005248192-2021-00408, 3005248192-2021-00409, 3005248192-2021-00410, 3005248192-2021-00411, 3005248192-2021-00412, 3005248192-2021-00413, 3005248192-2021-00414,and 3005248192-2021-00415.

Event description:
After performing tsb 640-138, customer said that they loaded a sample rack with pier cable caps and a retention bar, but the sample input camera failed to recognize one of the caps. Elevated complaint investigation confirmed a deficiency where an incorrect configuration was introduced to the field due to incorrect sample input camera gain values after execution of a technical service bulletin (tsb). The software investigation determined that when performing step 8 of the reliability update procedure within the tsb, it is possible that the installation script which substitutes the default gain values for the sample input camera (si camera) with the gain from the localgain.txt file is substituted incorrectly due to an observed problem in the script. When this is not observed by the field service engineer (fse), the instrument can be released in an unintended configuration as observed in the elevated complaint associated with this ticket. The incorrect settings may lead to sample input camera read failures where a pierceable cap, which is present, is not recognized by the system. If the system does not identify that a cap is present, it may bypass system settings that require reminding the user to load a retention bar with their samples. Failure to use a retention bar during a run where sample input tubes have pierceable caps may lead to accidental staking the tubes on the pipettor, lifting them out of the rack. A potential hazard of delay of results was identified for the scenario where the sample tubes are picked up from the sample rack and transferred to a different unintended location within the system causing an obstruction that results in an integrated reaction unit (iru) handler crash and leads to an unrecoverable error in which the sample processing is stopped. Alternatively, there is a potential hazard of delay of results in the scenarios where the customer site elects to repeat processing due to concern for contamination or where a sample has been lost due to the dropped tube spilling the contents and re-collection of a sample is required to repeat processing. A potential hazard of incorrect results was identified for the scenario where the contents of the dropped tube are spilled within the system introducing unintended potential contamination. A potential hazard of biohazard contamination was identified for the scenario where the contents of the dropped tube are spilled within the system introducing the opportunity for user interaction with biohazardous material during spill clean-up. Issue is associated with reportable field action (fa-am-jul2021-257v3), which was determined to have a major severity.